Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed replace battery now and power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with a minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power loss. The customer's blood glucose level was 118 mg/dl at the time of the incident. The customer states they did not have a low battery alarm prior power loss. The customer states this is the fourth occurence. The insulin pump will be returned for analysis.